Event description:
The distributor reported that the abutment screw broken off, screw in implant, doctor had to remove implant.

Event description:
The distributor reported that the abutment screw broken off, screw in implant, doctor had to remove implant.